Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 8 months. Manufacturer's investigation conclusion: a specific cause for the reported event of infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). Localized, driveline, and pump pocket or pseudo pocket infection are listed in the heartmate 3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Additionally, care instructions regarding preventing infection are provided in the IFU and the heartmate 3 lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2019. CT revealed fluid collection under sternum. The patient went to the operating room on (B)(6) 2019 and underwent debridement on (B)(6) 2019. The patient was given doxycycline and discontinued on (B)(6) 2019. The patient started on daptomycin on (B)(6) 2019 and was discharged on (B)(6) 2019.